Manufacturer narrative:
The previous report contained incorrect coding for "type of investigation". This report contains the correct type of investigation coding of 10; testing of actual/suspected device.

Event description:
During a check-out procedure at the manufacturer's service center, a ventilator failed to deliver tidal volume. The device was not in patient use. The active exhalation control module needs replaced to address the issue.